Event description:
Customer reported occlusion alarms. The customer went to the emergency room with a blood glucose level of over 400 mg/dl. The customer was treated intravenously with fluids of saline and insulin. The customer was released 3.5 hours later with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.